Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient contact identified a fluid leak prior to setting up the cycler for treatment. The patient contact observed fluid inside the cassette door when inserting the cassette to begin setup. The patient contact continued with setup and the patient completed treatment. The cause of the fluid was unknown. The technical support representative advised the patient contact to discontinue use of the cycler. Follow up with the patient contact confirmed no complications were experienced as a result of the alleged event. The patient notified the clinic and was not prescribed any prophylactic antibiotics. The patient is trained to perform continuous ambulatory peritoneal dialysis. The patient missed one treatment as a result of the alleged event. The patient discarded the cassette.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.